Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will be managed by clinic protocols and will not pursue revision surgery at this time. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing shorted and open electrodes. Some device testing could not be completed due to loss of lock and recipient discomfort. Device testing performed revealed abnormal results. The recipient reportedly loss consciousness recently due to anemia and dehydration and suffered abrasions to the face. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.